Manufacturer narrative:
January 18, 2012. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
Reportedly, an error message was displayed after the programmer software was upgraded to (B)(4) version. An explanation is requested.